Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brushhead and metal pin came off in mouth [device breakage] no adverse event. Case description: a (B)(6) year old male reported that while his wife was using an oral-b rechargeable toothbrush, came off in her mouth. No symptoms developed.